Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s)") and device dislocation ("migration") in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (amping),"). On (B)(6) 2014, 4 months 9 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and premenstrual syndrome ("hormonal changes describe: pms"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, premenstrual syndrome, vaginal haemorrhage, menorrhagia, depression, anxiety and dysmenorrhoea outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and mr received. New reporters added. Case medically confirmed. Patient demographic added. Product indication added. Implanted and explanted date updated. Lab data essure indication , start stop date, concomitant medication and events hormonal changes describe: pms, abnormal bleeding (vaginal, menorrhagia ), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea(cramping) and perforation (fallopian tube(s) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)), failure to occlude (close) fallopian tube(s)') and device dislocation ('migration of essure device'). In a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included: fexofenadine hydrochloride (allegra) since 11-feb-2013, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera) and montelukast sodium (singulair). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menstrual disorder ("menstruation issues"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping)"), 3 months 31 days after insertion of essure. In (B)(6) 2014, the patient experienced premenstrual syndrome ("hormonal changes describe: pms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, premenstrual syndrome, depression, anxiety, dysmenorrhoea and device expulsion outcome was unknown. And the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, for essure insertion date: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))/failure to occlude (close) fallopian tube(s)') and device dislocation ('migration of essure device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included fexofenadine hydrochloride (allegra) since (B)(6) 2013, hydrocodone bitartrate;paracetamol (norco), medroxyprogesterone acetate (depo-provera) and montelukast sodium (singulair). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menstrual disorder ("menstruation issues"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain") and dysmenorrhoea ("dysmenorrhea (cramping),"), 3 months 31 days after insertion of essure. In (B)(6) 2014 the patient experienced premenstrual syndrome ("hormonal changes describe: pms"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, device dislocation, menstrual disorder, premenstrual syndrome, depression, anxiety, dysmenorrhoea and device expulsion outcome was unknown and the pelvic pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, menstrual disorder, pelvic pain, premenstrual syndrome and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- device expulsion, outcome of the previously reported event- pelvic pain female, vaginal bleeding, menorrhagia were updated, essure insertion date were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.